Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. Instructed the customer to revert to a backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested, and the customer responded that the device was returned.

Manufacturer narrative:
Successfully downloaded history files and traces using thump. The pump passed the self test. All buttons function properly. Pump was cut open to perform visual inspection and found corroded keypad traces. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms noted during testing, however, stuck key alarms were found in the (history file or traces) multiple times on 06-jul-2024 from 16:19:21 hour 22:08:30 hour. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In conclusion, stuck button alarm did not occur during testing, however, multiple stuck button alarms were found in the history file due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.